Event description:
It was reported that the device was ¿dead¿ and in its third over discharged state for 3 weeks or more. The patient was ¿possibly¿ going to get a non-rechargeable device, but it was not confirmed. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the therapy was suspended on (B)(4) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the ins was unable to recharge. The patient forgot to charge their spinal cord stimulation (scs). The patient had not been to their hcp office since (B)(6) 2014. The patient called on (B)(6) 2015 stating the scs had not been working for a couple weeks. The device was interrogated on (B)(6) 2015 and the battery was completely depleted. The event was related to the device or therapy, specifically to patient non-compliance and forgetting to recharge, and not related to implant procedure. No action was taken, but was planned to replace the ins with a non-rechargeable ins. The outcome was resolved without sequelae on (B)(6) 2015. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. The patient's baseline weight was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4) implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_ptm_prog, product type: programmer, patient. (B)(4).